Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Lot number was not provided so device history record review cannot be performed. The evaluation revealed metal gouging on the outer diameter of inner tube and inner diameter of outer tube by distal end. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy, metal debris was noted and captured in photo. Surgeon removed debris using suction and irrigation until he felt comfortable to close. Case was completed. It is unknown if surgeon switched to another device or used the same device to complete the procedure. Unable to confirm if all debris was retrieved.